Event description:
According to the hospital, an n400 fetal oxygen saturation monitoring system was providing sp02 readings in the 20-50%. The pt was admitted to the nicu and had a seizure within 24 hrs post delivery. A CT scan/MRI was performed and hemorrhage was evident and brain changes were noted. The pt went home 6 days later.